Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump does not recognize the locked cassette. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there were no previous services. The reported issue was confirmed through visual inspection and functional testing. The root cause of the issue was a defective latch lock sensor. Further investigation found a delaminated downstream occlusion (dso) seal. The latch lock sensor and dso seal were replaced. Dso/uso calibration and occlusion tests were performed. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.